Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that after the rv lead was re-inserted, the shock impedance measurements returned to normal values. However, the physician elected to explant the lead in case there was a lead fracture. No lead damage was noted with fluoroscopic imaging. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which had been intermittently increasing over the past few months. Subsequently, the rv lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.